Manufacturer narrative:
Product analysis: intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 61mm with a perimeter derived diameter of 19.4mm suggesting a 23mm evolut. The sinus of valsalva diameter measured =25mm meeting the minimum required to accommodate a 23mm evolut bioprosthesis. The aortic valve appeared to be significantly calcified. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Furthermore, there is evidence of coronary protection of the left coronary artery identified by a possible percutaneous coronary intervention guidewire and an undeployed stent distally in the coronary. Just prior to the point of no recapture, depth assessment was performed and appeared to be approximately 3mm on the non-coronary and left-coronary cusps. Medtronic recommends a target depth of 3mm, so depth was deemed appropriate. However, after release, the final depth was 0mm with significant aortic regurgitation. Evidence supports that the coronary stent was not deployed thus protection equipment was removed and a post implant dilatation was performed. The subsequent angiogram shows coronary flow but residual regurgitation. Consequently, a second evolut was implanted. As listed in the instructions for use (IFU), the safety and effectiveness of a corevalve evolut r bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. Angiogram performed after the second valve implant, reveals poor coronary perfusion to the left coronary artery and absence of perfusion to the right coronary artery. It was reported that the patient was converted to surgery to explant the valves and implant a surgical valve; however, the patient died one day after the procedure. Despite surgical explant, it is not clear the time it took to restore coronary perfusion. Of note, death; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization; coronary occlusion, myocardial infarction, and death are listed as potential adverse events in the evolut¿ r system IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first valve (B)(6) was deployed quite high which led to severe aortic regurgitation (ar). The gradient was around 0mmhg. Post-dilation was performed three times to attempt to mitigate the ar, with a final result of moderate-severe ar. Based on proctor recommendation, a second valve (B)(6) was implanted slightly deeper. The following result was mild-moderate ar. The procedure was stopped at this time and the patient returned to the recovery room. After around one hour, the patient started to lose blood pressure and awareness, as well as having abnormal cardiac rhythm. The patient returned to the cath lab urgently under digital subtraction angiography (dsa) with no ar. Left coronary artery flow was weak and there was no flow to the right coronary artery. Both valves were explanted to facilitate emergency surgery. The implanting team unsuccessfully tried to access the right and left coronary arteries under dsa, hoping to use the chimney technique. The patient was sent to emergency surgery with the target of a coronary artery bypass graft (CABG). Per the surgeons, the patient's severely calcified native leaflets had turned upside down and blocked the coronary ostium. The patient procedure was changed to surgical aortic valve replacement (savr), which was successfully implanted. Subsequently, the patient's condition was improved and stable. However, the following morning, while in the intensive care unit after surgery, the patient¿s condition deteriorated and could not be recovered by resuscitation. This decline was likely caused by the patient¿s old age and pre-existing high-risk conditions. The patient passed away one day following the procedure.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: e volutr-23, serial/lot #: (B)(6), ubd: 25-feb-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that during the valve implant, the aortic regurgitation observed was severe paravalvular leak (pvl). After post-dilation moderate to severe pvl was observed. Per the physician, the first valve, second valve and delivery catheter system (dcs) can be excluded as contributing causes to the patient death. Of note, the patient's pre-existing conditions were: narrow sinus, hypertension, diabetes mellitus type 2. Per the physician, the patient died after the valve explanation due to coagulation disorders and bleeding. Per the physician, the patient did not have any underlying medical conditions that contributed to the death.